Event description:
It was reported that the patient came in with faulty batteries. Each battery was placed on the universal battery charger (ubc) and 4 of them lit up red. Each battery was having a b code fault as indicated by the ubc. Related MFR #s: 2916596-2022-14973, 2916596-2022-14974, 2916596-2022-14975.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a charging issue on the 14v battery was confirmed as the reported event was reproduced during testing of the returned 14v battery. The returned 14v battery was inserted into a test universal battery charger (ubc) and did not accept charge. Upon inserting the battery in the charging slot, a red light illuminated and the error codes b0004 and b0013 displayed on the ubc. The voltage of the returned battery was measured to be approximately 16 v, which corresponds to a fully charged pack; however, only three out of five leds illuminated when the battery fuel gauge button was pressed, indicating an issue with the internal components. The battery was then milled open to inspect the internal components. Visual inspection revealed that a couple pins on one of the integrated circuit (ic) chips had become loose from the soldering pads. The loose pins were resoldered, and the issue resolved. The reported event of a charging issue was determined to be due to the loose pins on the ic chip; however, the root cause of the damage could not be conclusively determined through this analysis. Battery inspection data was reviewed for the 14v battery revealing that the battery passed all inspection testing. Heartmate 14 volt li-ion battery instructions for use (IFU) explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. Heartmate 3 instructions for use section 7, ¿alarms and troubleshooting,¿ and heartmate 3 patient handbook section 5, ¿alarms and troubleshooting,¿ cover all alarms (visual and auditory), including battery faults displayed on the universal battery charger (ubc) and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 3, ¿powering the system,¿ and heartmate 3 instructions for use section 3, ¿powering the system,¿ explains the operation of 14v batteries in the heartmate system, including that the 14v batteries are usable for approximately 360 use/charge cycles or for 36 months from the date of manufacture, whichever comes first. This section also informs the user to not use expired batteries. Additionally, section f of the IFU entitled ¿safety checklists¿, informs the user to check the manufacture date on the label of all batteries. If a battery was manufactured more than three years ago, the battery has expired. Replace expired batteries. Do not use expired batteries. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.